Event description:
During preparation it was noticed that there was a leak in the balloon. The product will be returned. Additional details regarding the procedure are not known.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is scheduled to be returned, but has not been received by the manufacturer. A report was received that a cypher select plus sds was associated with a balloon leakage. When taken out of the package, the 3.00 x 18mm cypher select plus sds appeared normal. However, while it was being prepped outside of the patient, a leak was noted in the balloon. The product was not used and the procedure was completed with another product. Attempts to obtain further information have been unsuccessful. The product was not returned for evaluation. A DHR review of the involved lot number revealed that the product met requirements for product acceptance. It is not possible to draw a conclusion about a relationship between the device and the event.